Manufacturer narrative:
The device was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump keypad was unresponsive. Customer¿s blood glucose was 160 mg/dl at the time of incident. Customer stated that insulin pump button was not responding. Customer stated that they went for swimming pool with insulin pump and was not working. Insulin pump had cracks. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.